Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of four flexiva 200 laser fibers used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that four flexiva 200 laser fibers were opened for use in the ureter in a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, they noted that each of the four laser fibers was broken when they opened their package. A fifth flexiva 200 laser fiber was used to complete the case. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of four flexiva 200 laser fibers used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that four flexiva 200 laser fibers were opened for use in the ureter in a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, they noted that each of the four laser fibers was broken when they opened their package. A fifth flexiva 200 laser fiber was used to complete the case. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The fiber was returned broken into two pieces. The first piece measured approximately 71.5 cm from the top of the connector to the break. The second piece measured approximately 206.7 cm from the break to break. The remainder of the fiber including the distal tip was not returned. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.